Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they couldn't charge the implant and the issue began today. During the call, there were no damages on the recharger. Patient plugged the recharger and got a retry message. Patient pressed recharge and got 63/71/71 then 96 on passive recharge. Agent placed patient on a hold and when agent got back patient was charging excellent. Controller was 90% and implant was not charging. Agent reviewed charging duration. Agent advised patient to continue charging the implant and to wait until they received the replacement belt since patient was holding the paddle over the implant. Patient hadn't been using their equipment for a while because patient was not getting the proper care and wasn't very happy with the nurse assistant. Patient had a rep and they were very good and the rep could spot what was going on but the rep moved on to a better job. Patient now had these 2 different people that would adjust the stimulator but stepping up the stimulator didn't last long. Agent understood this as reprogramming. Patient had been taken off the medicine so patient wanted to use stimulation to help with their pain. Patient worked with 3 reps this year but didn't remember when they first met. Agent understood this as representatives. Agent advised patient to call back if the issue persisted. Pt called back in and reported that they received a new belt but they were still having issues charging the ins. Pt was able to try to connect to charge the ins on the call but pt was only able to get good / poor charge quality and nothing consistent. The ins is 40% and the controller is 100% pt mentioned that they have had issues charging the ins for a while. Pt stated they did get an rtm replacement but that did not make a difference. Pt stated they saw a rep in the office about this issue in the "spring" but they do not remember who they saw or when. Pt stated they were really frustrated with their equipment and not being able to charge. Pss is sending an fyi message to the field about pt call. Pt called back in and repeated that they were having recharging issues. Pt mentioned they had the rtm cord replaced before but it did not make a difference. Pss is sending a message to the field about pt call. Rep responded and asked for pt to schedule an appointment with their hcp. Patient called back stating they missed a call back from medtronic. Agent reviewed with caller that the mdt rep responded that they will need to call their doctor to schedule an appointment. Caller stated they don't really have a doctor. Agent reviewed role of rep and role of pats. Agent provided listing over the phone and encouraged caller to relay their concerns about their symptoms with a health care provider. Caller repeated information that they are in pain due to not having stim therapy.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the rep was able to fix the issue of charging. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.